Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient told his mother he was feeling unwell. Upon checking, the dexcom showed a reading of 120 mg/dl, while the fingerstick test showed a higher glucose level of 450 mg/dl. The mother administered 10 units of insulin. However, approximately one hour later, the patient began vomiting. The mother contacted the physician and was advised to go to the hospital. Upon arrival at the hospital, a fingerstick test was taken and it indicated a high glucose reading (exact dexcom value at that time was not recalled by the parent). The patient was diagnosed with diabetic ketoacidosis. The parent was unable to specify the exact medications administered but confirmed that they were placed on IV fluids. The patient remained under hospital care for 24 hours before being discharged. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.